Manufacturer narrative:
This report is being amended to reflect changes. The devices were not returned for review as they remain implanted, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://ijms.sums.ac.ir/index.php/ijms/article/view/2060. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient is suspected of being in the early stage of loosening and was being monitored.